Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (should be blank). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. Based on the results of the investigation from the information obtained, the issue could have occurred because the product was used when it was not completely dry. Further information could not be obtained. As a result, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use (ra5113): 3.3 connection of an endoscope make sure that the scope connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. 7.1 reprocessing if any surface of the video system center remains wet, wipe it with a dry lint-free cloth and let it dry thoroughly. 7.2 storage store this instrument horizontally in a clean, dry, and stable location olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an endoscopy procedure, the images issue on the video system center reported (lines on the monitor) no image. There was a 45-minute delay reported. However, the intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted the field service engineer (fse) and was provided troubleshooting. The customer was advised to change the cables but that did not work, and the issue persisted. Hence, the procedure was carried out in another operating room where the video stack was working. Follow-up reported that the issue was resolved/fixed by the theatre tech team before the in-house olympus engineer attended. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.